Event description:
A resident had "insulated reaction" as a result of insulin being admin based on alledgedly faulty blood glucose monitor readings. Incident involved elderly "brittle diabetics" who were also suffering other illnesses at the time they had insulin reactions. The incident involved a male in his late 80's who was suffering from an "infectious process." The patient's blood glucose was tested with a british american blood glucose monitor which allegedly malfunctioned and gave a falsely high reading. As a result resident received insulin and then had insulin reaction. Resident was then given glucose and fully recovered within a short period of time. Based upon follow-up laboratory testing of blood glucose levels it was determined that blood glucose monitor had probably malfunctioned. British american was notified of the incident, as well as reports that the blood glucose monitor "test strips" were malfunctioningdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.